Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step and issue occurred while customer was reusing cartridge. There was no reported impact to the customer¿s blood glucose level. Customer was guided to fill and load new cartridge, disconnect tubing at t:lock, and repeat fill tubing, then was instructed to replace tubing and perform fill tubing again while disconnected from infusion site, after which drops of insulin appeared, issue was resolved, and customer successfully resumed insulin; customer also requested three infusion set replacements.